Manufacturer narrative:
This report is submitted on august 27, 2018.

Event description:
It was reported that the patient experienced intermittencies; however the issue could not be resolved. The implanted device remains and the recipient will continue to be monitored by the health care provider.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on september 27, 2018. (B)(4).